Manufacturer narrative:
The device was not returned; however, the device log files were provided to technical support for evaluation. A review of the log files confirmed the reported malfunction. Technical support requested the customer perform the o2 gas path test. The test results were provided to technical support for evaluation and confirmed the device has a leaking safety valve, causing the technical failure 389 alarm and contributing to the calibration failure. A quote was provided for a zoll field service engineer to go to the customer site and replace the inspiration block to resolve the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
It was reported that vent is failing the o2 valve offset calibration and gave alarm technical failure 389 while completing the calibration. There was no patient involvement reported.